Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 28-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2017 with the following findings: a review of the black box showed no evidence of a short battery life. Several call service 128 motor power supply fault alarms were recorded in the black box. Evidence of moisture/corrosion was found in the battery canister. A leak was found in the battery compartment. All currents were performing within specifications. The short battery life complaint was unable to be duplicated. The pump cover was removed to find no further moisture ingress on the printed circuit board.